Event description:
The facility reported a colleague infusion pump that experienced failure code 512:320:666. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been received and is available for evaluation. Once the sample has been evaluated or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 512:320:666 was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted power supply. Appropriate action was taken to correct the reported problem by replacing the power supply. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.